Event description:
When we tried to deflate the balloon, it did not deflate. We cut the catheter and even then he dis not deflate. As the catheter was in the uterus, the balloon was punctured with a needle to deflate it.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
When we tried to deflate the balloon, it did not deflate. We cut the catheter and even then he dis not deflate. As the catheter was in the uterus, the balloon was punctured with a needle to deflate it.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Balloon could not be deflated may be due to several reasons. Due to there was no actual sample returned for this complaint, any further investigation was not possible. Thus, this complaint cannot be confirmed.